Manufacturer narrative:
Manufacture date is unknown, zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that while treating a patient, the device's map dropped. Adverse effect to the patient was not indicated.

Manufacturer narrative:
The customer did not return the defective device for evaluation, but a field service engineer (fse) was able to go onsite to evaluate the device. The fse found that the device had a used patient circuit still attached which showed a clear disconnection. A disconnected circuit is a known cause of sudden map loss; however, due to the circuit being contaminated, the fse could not test the unit using the customer's setup. Instead they installed a known good circuit onto the device and proceeded with their evaluation and testing. The fse performed a full performance check and a circuit calibration, and all tests passed without any issues. The unit was run for an extended period, and no map drop or related abnormal behavior could be reproduced. No fault was found with the device. The device is operating as intended and is cleared for clinical use.